Event description:
Reported blood glucose results of "89 mg/dl" with a lifescan meter and "145 mg/dl" on a laboratory device, performed within 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter and test strips are being replaced.